Event description:
Additional information received from the distributor indicated the balloon was prepared per the IFU. There was no indication of damage to the device prior to use. A vacuum was no held on the balloon during loading of the device to the target lesion. The site denied torquing or twisting the device during the procedure. There was no calcification present in the target vessel, but there was venous narrowing. The length of the lesion was approximately 2mm. The reported issue occurred mid procedure upon initial inflation. The procedure successfully completed with another balloon. The reported issue resulted in a procedure delay of approximately two minutes. The procedure was carried out with no complications or medical intervention. The patient left the site in good condition.

Manufacturer narrative:
H6: impact code (f) updated. FDA code 2199 no longer applies.

Manufacturer narrative:
H3: device analysis confirmed the reported issue. The device was returned in two segments. The distal section of the balloon (approx. 60% of the balloon length), the distal tip, and both marker bands were not received.

Event description:
The balloon catheter was used during an arteriovenous fistula angioplasty procedure. The balloon was used during radial access of the cephalic vein. The balloon broke during inflation. The shaft was partially detached. It was noted the stenosis created a "dog-bone" effect. The physician reportedly waited for the balloon to fully deflate before pinning/pulling off the guidewire. The degree of stenosis was noted to be 70-80%. The procedure was considered successful. No additional procedures were required. Additional information was requested, but was provided at the time of this report.